Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) by the right ventricular (rv) lead due to t-wave oversensing (twos). The rv lead was reprogrammed and the twos were resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead still has twos.